Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument tube extension was broken and missing a .229 x .309 piece at the proximal clevis. The clevis was dislodged from the tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. It was concluded that the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found the following additional damages to the instrument: the pad printing on the instrument's tube extension exhibited an area where material was removed. A small fissure was observed in the main tube below the tube reinforcement ring. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event. In a fragment-causing failure (such as a cable failure, a broken tube extension etc.) For the mcs instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the missing pad printing material, which was found during failure analysis evaluation, could likely cause or contribute to an adverse event, if the failure mode were to recur.

Event description:
It was reported that after a da vinci surgical procedure, the nurse found the monopolar curved scissors instrument to be twisted. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.